Manufacturer narrative:
The following devices were also listed in this report: mrh knee femoral bushing , lim; cat# unknown; lot# unknown, mrh knee femoral bushing ; cat# unknown; lot# unknown, mrh knee bumper insert; cat# unknown; lot# unknown, mrh tibial bearing component; cat# unknown; lot# unknown, mrh knee axle; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a surgeon performed a revision on a patient's right knee due to infection (rep reported infection was caused by a cut sustained to the knee - severity unknown). There were no surgical delays.